Manufacturer narrative:
(B)(4)

Event description:
A tablet was received for analysis on (B)(6) 2016 as it cracked after being dropped. During the analysis it was identified that the tablet was unable to establish communication with a known good generator. The cause for the anomaly is associated with a broken wire connection in the serial cable db9 hood assembly. Once the wire was soldered on to the pcb, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.